Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed at approximately 63mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance and measurements were within normal limits. Analysis of the returned product is not able to provide relevant information for infection-related allegations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection and pocket erosion. Reportedly, the patient previously had to have the pacemaker moved into a pocket in the armpit because it was almost poking out of the skin. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead remain in service. Additional information received indicates that the patient reports when she moves her left arm, the pacemaker moves as well however, the pacemaker is not protruding and is not giving any discomfort at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and pocket erosion. There were no additional adverse patient effects reported. The rv lead remains in service.